Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals were observed on the right ventricular (rv) lead. The plan was to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had experienced a fall and hit their chest. The lead was tested and all parameters were noted to be okay. A connector issue was questioned. The device was explanted and replaced.